Event description:
Patient bed air pump malfunctioning throughout shift, unable to move from bed r/t fresh heart surgery patient with hemodynamic instability. Able to trouble shoot intermittently through out night. Around [time redacted] bed complete malfunction and deflated. Patient remained hd unstable until this am and unable to be moved.